Manufacturer narrative:
A review of the device history manufacturing documentation of the explanted leads revealed no anomalies or deviations occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient underwent a lead revision due to the leads protruding out of the patient's skin. The leads were explanted and replaced with two new leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead revision due to the leads protruding out of the patient's skin. The leads were explanted and replaced with two new leads. The patient was reportedly doing well following the procedure.